Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer declined help with resuming insulin and starting sensor session.